Event description:
Tip of passing pin broke off while drilling through femur. Customer noticed it broke after they had drilled, and brought in a c-arm to see where the piece was. Piece was still in the bone, and they did not attempt to retrieve it. They mentioned the bone density was tough.

Manufacturer narrative:
(B)(4)device was not being returned for evaluation.(B)(4)